Event description:
It was reported that the pulse generator exhibited rapid battery depletion. The device reached elective replacement indicator (eri) in 2008. It was reinterrogated with a different programmer the following month, but the battery remained at eri. The pulse generator was replaced.

Manufacturer narrative:
Final analysis found a reversed mounted capacitor, which caused a high current drain resulting in low battery voltage and no output.